Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user roles were not assigned. A technical support specialist (tss) verified access on the server and found no roles assigned to the user account, with the show selected filter returning empty. Hence tss advised the user to contact the main pharmacy pyxis admin to assign appropriate roles; the customer acknowledged. The system functioned as intended after the technical support specialist guided the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the nurse was unable to pull patient medications. The nurse stated that after logged into the device, user could not see any patients and only had access to the maintenance and preferences menus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.